Manufacturer narrative:
This report is submitted on march 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device subsequent to sustaining a head injury, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, march 02, 2017.

Manufacturer narrative:
Correction : correction: the previous or initial MDR submitted on march 02, 2017 was filed inadvertently. No device malfunction has occurred.